Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to titanium neck corrosion.

Manufacturer narrative:
Additional information received from litigation on 01/08/2019. Updated the implant date from (B)(6) 2009 to (B)(6) 2009.